Manufacturer narrative:
Pt's age 18 yrs or older. The complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a lesion located in the calcified, moderately tortuous superficial femoral artery (sfa) with a 6.0 x 40/135 sterling balloon catheter. The balloon ruptured on the first inflation at 6 atms. The procedure was completed with a 6.0x20mm sterling balloon catheter. There were no reported pt complications. The pt status is listed as "good". Additional info was requested and is not available.